Manufacturer narrative:
A photograph of the broken patella was returned with the per for review. Visual inspection confirms that the poly patella is broken; however; it does not provide any further information. The device was not returned with the complaint for review. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. However, the complaint maybe revised upon return of the product or receipt of additional information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the patient was revised due to a broken patella.